Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number rbl2320 low profile primary guide was returned for evaluation. The slider was observed under magnification for causes of the reported event. The primary guide broke directly across the slider and across the root of the first thread. The mode of fracture was a transverse brittle fracture. No fatigue lines were noted, implying an acute event rather than fatigue from repeated use. It is possible the root cause of the reported event is over tightening of the primary guide during compression; however, based on the information received, the root cause could not be conclusively determined.

Event description:
It was reported during the procedure, when compressing the plate, the rbl2320 low profile primary guide broke. It was reported the scrub nurse noticed at the end of the procedure the guide was broken and could not find the broken piece. As a result, the procedure was prolonged by 1 hour in order to gen an x-ray in order to find the broken piece. This report is related to report number (B)(4) for the plate involved in this event.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.